Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a buildup of procedural contaminants (blood, contrast) on the guide wire resulted in the reported physical property issue (noted to feel sticky); thus resulting in the reported difficulty to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid right coronary artery with mild tortuosity, mild calcification and 80% stenosis. Following advancement of a hi-torque pilot 50 guide wire to the lesion, an unspecified balloon dilation catheter (bdc) was advanced for pre-dilatation. On removal of the bdc, resistance with the guide wire was met. An unspecified stent delivery system (sds) was attempted to be advanced over the same guide wire; however, resistance with the wire was met and the sds could not cross the lesion. Resistance was also met on removal of the sds, therefore, the guide wire and sds were removed together as a single unit. Following removal, the coating of the guide wire was noted to feel sticky. A new unspecified guide wire was used to successfully continue the procedure. While a delay in the procedure occurred, there were no reported adverse patient effects. No additional information was provided.